Manufacturer narrative:
Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis, non-calcific degeneration and/or endocarditis. In this case, minimal information regarding this explant procedure was received and attempts to get additional information regarding the condition of the device, device return, patient's medical history, or possible comorbidities have been unsuccessful. If new information becomes available, a supplemental report will be submitted. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information through its implant patient registry that a 25 mm aortic pericardial valve was explanted after a duration of one (1) month and "twenty-two" ("23") days due to unknown reasons. A 25mm valve was implanted in replacement. It was unknown if the device will be returned at this time.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Event description:
Edwards received additional information through follow up with the healthcare provider that the 25 mm aortic pericardial valve was explanted after a duration of one (1) month and twenty-two(23) days due to aortic regurgitation secondary to infection. A 25mm valve was implanted in replacement. Device will not be returned for evaluation as it was discarded at the hospital. Type and source of infection were not reported.

Manufacturer narrative:
Prosthetic endocarditis, with or without vegetation, of valves and annuloplasty rings is a serious complication of cardiac valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset usually less than 60 days postoperative) and late (onset greater than 60 days post-implantation). Prosthetic endocarditis occurring within 60 days of valve or ring implantation generally reflects contamination arising in the perioperative period. There are many opportunities for organisms to seed a prosthesis peri-operatively, most of which probably occurs intraoperatively. Besides the patient's own skin and access lines, several other important modes of contamination have been recognized including air in the operating room, the coronary suction devices used during surgery and the heart-lung bypass machine, faulty technique during cardiac output measurements, and the prosthesis itself. In early cases of prosthetic endocarditis, subsequent infections are almost universally related to contamination at the time of surgery. Based on the available information, the root cause for the endocarditis remains indeterminable. However, it is likely that patient and procedural factors contributed to the event. A manufacturing defect was not identified.